Event description:
It was reported, the patient underwent double valve replacement surgery and received an sjm aortic and mitral valve (model and serial numbers unknown). Postoperatively, the mitral leaflet was noticed to be torn and was explanted (exact date unknown). Additional information has been requested.